Event description:
Event description guidant received information that the setscrews on this implantable lead adapter were not tightened during the original implant procedure. This observation manifested itself during a routine post implant follow-up, during which time noise was observed on the ventricular channel. In addition, a diverted episode had been generated, impedance had risen from 350 ohms to 1280 ohms, and r-wave amplitude had decreased from 5mv to 1mv. The noise did not result in pacing inhibition. The patient did not report any symptoms.